Event description:
It was reported that the right ventricle lead was not pacing 100% of the time on the pacing dependant patient. The lead was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found no anomalies. However, the proximal conductor was distorted, all conductors had blood/body fluid (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead was stretched. Visual analysis noted apparent explant damage.